Event description:
Per the info provided by the dealer, "the tip was cut off of the pt's catheter on a diagonal. The pt was unaware of this cut off and inserted the catheter causing irritation and bleeding."